Event description:
It was reported that a programming change occurred after a cyber security firmware update. The firmware update was completed successfully with no issues. Upon device interrogation, it was observed that the programming changes were changed back to nominal settings. Programming changes were made successfully. Patient was stable.